Manufacturer narrative:
Facility experienced an evnt with ligaclip endoscopic multiple clip applier on 7/10/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to cot with product inquiry #974248. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clips in jas, yes; damaged jaws, no; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, n; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .184; lockout functional, yes and number of clips fed and formed, 12. Analysis conclusion: based on the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products. 7/10/97

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 on cystic duct and artery discharged two or more unformed clips as they were being reloaded into the jaws of the applier following firing of a clip. The clips which did fire formed correctly. The clips did go into pt cavity and were recovered. There was no consequence to the pt.